Event description:
The pt experienced a shocking sensation at the lead location when stimulation was on. There was no known incident or accident related to the complaint. The pt was at home at the time of the complaint; her status was reported as 'undetermined'. On/off options were discussed until the device could be checked by the hcp or field rep. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.